Manufacturer narrative:
Upon receipt, visual inspection noted that the header was separated from the device casing and a portion of the lead was returned in the ventricular lead barrel. The ring seal plugs were missing and damage was noted in the atrial lead barrel. A wrench tip was broken in the ventricular ring setscrew hex slot and the ventricular ring setscrew was tightened against the lead. Microscopic inspection noted that the ventricular tip setscrew hex slot was rounded and likely caused by improper insertion of the torque wrench during the seating or unseating of the setscrew. Analysis of the returned proximal 15 cm of the lead noted the insulation was torn and the coils were stretched behind the terminal ring. The damage to the returned lead segment shows evidence that lead was most likely difficult to remove from the device header.

Event description:
Boston scientific crm received information that during an elective device replacement procedure, the right ventricular set screw was stuck and the lead could not be removed from this device header. A bone cutter was used to free the lead; however, it was reported that the lead was stretched and broke. The lead and device were returned for analysis and new products were successfully implanted.